Event description:
Healthcare professional (hcp) reports 3 out of 4 patients (pt's) consecutively treated with the same sps 550 device complained of hotness during hemodialysis treatment. The hcp reports 2 of the pt's completed their prescribed treatment without incident or injury. The third pt was removed from the device 20 minutes prior to completion of treatment due to complaints of hotness. This pt also tolerated treatment without incident or injury. The hcp is unsure if the device alarmed and went into bypass at any time during the above pt's treatments.